Event description:
It was reported that the patient disconnected to go to computerized tomography (CT) scan, reconnected and arctic sun device was alerting no flow again. Biomed had caller reboot the arctic sun device, switched off, unplugged, plugged in, switched on and continued on current patient because they thought that they might have pushed some wrong buttons. Then disconnected and reconnected arctic gel pads with proper technique, attempted to start therapy, device alerted that the reservoir was empty. Biomed walked through how to add water, device took almost 2 liter sterile water. Then started therapy, inlet pressure was -6.8psi, flow rate was 3.2lpm. No additional alerts during call. Per additional information received follow-up via phone on 18jan2022, it was stated that the mss were able to help them correct the issues. The first call was determined to be a misconnection with the fluid delivery line. And second call disconnecting and reconnecting the pads corrected the issue. There was no patient injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient disconnected to go to computerized tomography (CT) scan, reconnected and arctic sun device was alerting no flow again. Biomed had caller reboot the arctic sun device, switched off, unplugged, plugged in, switched on and continued on current patient because they thought that they might have pushed some wrong buttons. Then disconnected and reconnected arctic gel pads with proper technique, attempted to start therapy, device alerted that the reservoir was empty. Biomed walked through how to add water, device took almost 2 liter sterile water. Then started therapy, inlet pressure was -6.8psi, flow rate was 3.2lpm. No additional alerts during call. Per additional information received follow-up via phone on 18jan2022, it was stated that the mss were able to help them correct the issues. The first call was determined to be a misconnection with the fluid delivery line. And second call disconnecting and reconnecting the pads corrected the issue. There was no patient injury.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.